Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed of device start-up failure. The evaluation uncovered device cannot start up caused by a faulty g1 board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, it was found the high definition lcd monitor did not start up. There was no delay more than 15 minutes due to this event. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.